Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence in (B)(6) 2004 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(6). (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2010-01455. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a surgical procedure to treat stress urinary incontinence on (B)(6) 2003 and mesh was implanted. The mesh was removed on (B)(6) 2005 due to pain and constant bladder infections.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent bladder surgery on (B)(6) 2006 and the patient is 'doing much better'. No additional information was provided.